Manufacturer narrative:
This device (lot 13222506) is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
There was no information regarding the patient. The target lesion was located in the obtuse marginal. The vessel was highly calcified and highly tortuous. The % of stenosis was unknown. After opening the package of the 2.5 x 28mm cypher stent and preparing for delivery, the physician felt the stent at the distal end was flared more than usual. Nevertheless, the unit was delivered to the target lesion. However, the stent delivery system (sds) became stuck at the proximal end of the target lesion and would not move. Therefore, a different cypher (same size) was delivered and implanted without a problem and the procedure was finished. After the procedure the physician checked the sds and found that the stent was bent from the mid portion of the distal end. There was no reported patient injury. The product was clinically used and will be returned for the analysis.